Event description:
The pt was implanted with the bacfix spinal system in 2002. The surgeon instrumented s1-l3. After implanting screws at s1 and l5 the surgeon began to removed the facets in preparation to implant screws at l4. While burring the lamina with a powered instrument, the surgeon damaged the dura, causing a large tear. The surgeon completed the surgery by implanting the remaining 5 screws and rods. He then monitored the pt's progress and found that the pt had movement in their toes and seemed to be recovering well. Five days after the initial surgery the pt was transported to another hosp due to respiratory problems. A level-four infection had also developed and the pt was not doing well. Another surgeon examined the pt and decided to remove the initial construct. During the removal the surgeon found that three of the pedicle screws had been placed into nerve roots and 2 pedicle screws had entered the dura. The hardware was removed and the tear in the dura was repaired. The pt continues to be monitored but is now partially paralyzed.